Manufacturer narrative:
Correction: please retract this report 2938836-2018-07523, this is a duplicate and will be managed in 2017865-2018-07400. The same issue was previously reported as 2017865-2018-07400.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise reversion episodes were noted. Programing changes were made, however lead noise and oversensing continue to persist. Lead revision to resolve the issue was considered. Patient was asymptomatic and stable.